Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer took art using veritor kit and another competitor's kit. Photo posted online showed positive on competitor's kit fom day 1 to day 4 but bd kit only showed positive on day 3 and 4."

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. A photograph was returned and showed bd and competitor's kit test results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no report of patient impact. Eua(B)(4) the following information was provided by the initial reporter: "customer took art using veritor kit and another competitor's kit. Photo posted online showed positive on competitor's kit fom day 1 to day 4 but bd kit only showed positive on day 3 and 4."